Manufacturer narrative:
The ICD and the leads under complaint were returned and subjected to an extensive analysis. During the inspection of the leads multiple damages were noted which most likely occurred during the explantation procedure. In particular cuts in the insulation of the safio were found. Furthermore the linox smart demonstrated a deformed outer conductor coil 2 cm distal to the is-1 connector pin and a deformed shock coil. Further analysis of the leads did not show any peculiarities which might have contributed to the reported clinical observation. The returned ICD was implanted for seven days. Upon receipt, the ICD was interrogated, revealing the battery status bol, four charging cycles were recorded to the device memory. The memory content of the ICD was extensively analysed. The analysis showed that the clinical observation resulted from a deactivated tachycardia therapy functionality. The tachycardia therapy was activated for the first time on (B)(6) 2017 at 10:29 a.m. There was no indication of a device malfunction. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the devices proved to be fully functional. The analysis of the ICD revealed that the tachycardia therapy was deactivated until (B)(6) 2017, leading to the clinical observation. However, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - patient was brought to hospital unresponsive. ECG showed ventricular fibrillation. Patient was shocked with external defibrillation pads however, resuscitation was not successful.